Event description:
While transferring (B)(6) from chair to bed using a mechanical lift, the straps on the left side of the lift sling tore and she fell to the floor. (B)(6) experienced a laceration to the head, skin tear on the left arm, and probable left hip fracture. She was sent to the emergency dept for evaluation and discharged from the facility. Full extent of injuries was unk due to restricted assess to hosp medical info but a granddaughter of (B)(6)'s informed the facility on may 17, 2019 that (B)(6) expired at the hosp on (B)(6) 2019.